Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver was burned at the back of the housing. The receiver case was opened for further evaluation. There was no moisture damage found. An internal inspection was performed and the inspection failed. The reported event of an overheating receiver was confirmed. The root cause was determined to be a defective u5 component in the pcba.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver was overheating could not be confirmed. A root cause cannot be determined.